Manufacturer narrative:
Citation: mikolaj wojtaszek, rafal maciag, krzysztof korzeniowski, ireneusz nawrot, olgierd rowinski. Bridging therapy: coil and polymer embolization of a ruptured penetrating aortic ulceration of the visceral aorta. Polish heart journal 2015; 73, 7: 569; doi: 10 .5603/kp.2015.0125. Published online: 2015-07-15 the devices will not return for evaluation as this event was found through literature review and they remain implanted in the patient. The cause of the reported event cannot be reliably determined, however, based on the information reported in this study, and review of the ifus, the likely cause of the reported event is related to underlying patient condition, comorbidities and the endovascular procedure. Additional information has been requested. Should it become available a supplemental report will be submitted. Mdrs from this article: 2029214-2017-00899 and 2029214-2017-00900. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that a patient died 5 weeks after treatment with concerto coils and onyx 34. This(B)(6) patient presented complaining of fatigue and abdominal pain that increased during physical examination. Abdominal contrast-enhanced computer tomography (cect) revealed a large hematoma (132x118x80mm) with active extravasation of contrast medium at the level between the celiac trunk and superior mesenteric artery, filling the retroperitoneal space directly adjacent to the right kidney. A penetrating aortic ulceration was considered the most probable underlying cause of the rupture. Comorbidities disqualified the patient from open surgical repair. As a result, the patient was referred for an emergency endovascular procedure. The retroperitoneal space was filled with 18 pushable coils (non-medtronic) and 13 detachable concerto coils of various sizes. Coil embolization was followed by a 3-ampule injection of onyx 34 while protecting the potential reflux with a 33mm occlusion balloon. Control angiography revealed no sign of extravasation and preserved blood flow to the visceral arteries. During the hospital stay, the patient regained kidney function and was discharged 12 days after the initial procedure, which was indicated to be a bridging therapy. A branched endoprosthesis was ordered and a secondary aortic intervention scheduled. However, the patient died 5 weeks after the primary procedure, 1 week before the scheduled reintervention with symptoms suggesting another rupture at the sealing level.